Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), intra-abdominal haemorrhage ("severe abdominal bleeding") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included hypertension, arthritis, weight gain, morbid obesity, dysmenorrhea, uterine bleeding, atrial fibrillation and vaginal bleeding. Concomitant products included fexofenadine (allegra), ibuprofen and lisinopril. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, back pain, menorrhagia, migraine and abdominal pain upper had resolved and the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, headache and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, fatigue, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy (B)(6) 2012 received. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: the outcome of events stomach pain,back pain updated as recovered/resolved. The event device monitoring procedure not performed was added. Concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), intra-abdominal haemorrhage ("severe abdominal bleeding") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included hypertension, arthritis, weight gain, morbid obesity, dysmenorrhea, uterine bleeding, atrial fibrillation and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved and the intra-abdominal haemorrhage, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, headache, fatigue and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, fatigue, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy (B)(6) 2012 received most recent follow-up information incorporated above includes: on 12-apr-2018: reporters added and updated patient demographics. Concomitant disease were added. Update suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, lower back pain, stomach pain and did you undergo an essure confirmation test. On (B)(6) 2017, she explanted essure. Updated events, onset date and outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), intra-abdominal haemorrhage ("severe abdominal bleeding") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, arthritis, weight gain, morbid obesity, dysmenorrhea, uterine bleeding, atrial fibrillation and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved and the intra-abdominal haemorrhage, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, headache, fatigue and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, fatigue, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy 26/06/12 received. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2017, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, intra-abdominal haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.